Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and the white clamp supply line tubing was observed separated from the cassette port. The supply line tubing was not returned with the set. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority 30166 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of seven of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak on the supply line of the amia automated pd cycler set. Renal therapy services (rts) assisted the patient with ending the therapy session. Rts advised the patient to start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.